Event description:
It was reported that post port device implant, the catheter was allegedly damaged and leakage was noted. It was further reported that redness and extravasation was noted on the patient. The device was scheduled to be removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp attached to a catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is unconfirmed for the reported catheter damage and leak issue, as the port body and catheter was patent to infusion and aspiration without issue. A second attempt to pinpoint an anomalies was made by applying hydrostatic pressure to the distal end of the catheter. No leaks were observed. A definitive root cause could not be determined based upon the available information labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3. H11: h6(device, method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that post port device implant, the catheter was allegedly damaged and leakage was noted. It was further reported that redness was noted on the patient and extravasation was noted. The device was scheduled to be removed. The current status of the patient is unknown.